Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that healthcare provider attempted to fix it but alarm occurred again. The call got disconnected. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.